Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Voluntary report was received under mw5099814. It was reported as "pain - metallosis, pseudotumor, anxiety; received a pinnacle 'uou' implant in right hip. Surgery is successful, but needed to monitor carefully and now needs revision. I have copies of annual and semi annual blood work on 2010 to 2021. Cobalt and chromium now 43/37 - very high. Have annual x-rays and 2 mris." Doi: (B)(6) 2009 : dor: (B)(6) 2021 (right hip).